Manufacturer narrative:
Device evaluation summary: device evaluation of charger/modem sn (B)(4) has been completed. The reported problem (does not power on) was confirmed. As received, the charger/modem was resetting and was not able to recognize a battery pack. The cause for the resets and inability to recognize a battery pack was a shorted. U13 (8-bit cmos flash micro-controller) and yi component cannot be positively identified. No adverse event resulted from the shorted u13 and yi component. The patient was issued a replacement charger/modem.

Event description:
A (B)(6) female patient contacted zoll customer support to report that the charger/modem would not power on. The patient was issued a replacement charger/modem.